Manufacturer narrative:
D4: lot number: 0001025006, 0001206652. D4: expiration date: 09/01/2027, 01/01/2028. D4: UDI: (B)(4). D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: clinical engineer ii. H4: device manufacture date: 03/03/2025, 07/25/2025. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the patient came to the hospital for an outpatient fistula gram on lower left arm. At the end of the case, the 7 french access sheath was removed from patient. After removal, it was noted that only a partial piece was removed; the device had broken. After assessing, the patient was taken to the operating room (or) to open the fistula and remove the retained piece of sheath. The broken piece of sheath was removed and retained by biomed. It was noted by staff that patient had metal stent in upper left arm. Physician noted that it did not impact on the sheath removal. Patient's condition was stable prior to the procedure. No blood loss was reported.